Event description:
The patient reported that he has numbness in his butt cheek and has too much stimulation when he tries to stand from a sitting position. However, the patient also reported that in order to feel stimulation, he has to "hold his arm over his head and sit in a certain position." Patient treatment and outcome were not reported.